Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. A frame rate error was displaying on the screen when 2d fluoro was taken. A broken wire on the lemo end of the umbilical was discovered. Replaced the umbilical cable with consignment stock. System is operational. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a frame rate error when the user was attempting to acquire a post-operative 3d spin for confirmation of screw placement. The system was rebooted and the umbilical cable was re-seated without resolution. The user opted to use 2d images from the system for confirmation and the procedure was completed successfully.

Manufacturer narrative:
(B)(6).